Event description:
"Patient" developed swelling around their lead exit sites "beginning" the day after lead removal. Patient presented in the ER where they were diagnosed with septic arthritis. Patient underwent three incision and drainage (I&d) procedures which included synovectomy and use of a wound vacuum to treat the issue. Oral and IV antibiotics were prescribed.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found. There is no evidence of a device malfunction. The patient developed swelling of the area around their lead exit sites beginning the day after removal of their leads targeting the genicular nerve. Per follow-up provided by a representative in contact with the patient, the patient was seen via telehealth for evaluation and prescribed antibiotics (doxycycline) for presumed cellulitis. Approximately one week after removal of the lead, the patient's symptoms worsened, resulting in severe knee pain and inability to bear weight on the right knee. The patient presented at the emergency department (ed) for further evaluation and was diagnosed with septic arthritis through arthrocentesis. In the days following ed presentation, the patient underwent a total of 3 incision and drainage (I&d) procedures to treat the issue. The first procedure additionally included synovectomy and use of a wound vacuum. A wound culture performed to characterize the issue reportedly grew enterobacter cloacae. The patient was initially administered intravenous (IV) antibiotics (vancomycin and cefepime) and additionally prescribed a six-week course of oral antibiotics (levofloxacin) for further treatment of the issue. No additional information regarding the patient's condition following the I&d procedures was available at the time of this investigation. If additional information becomes available, this investigation will be updated. Per follow-up with a representative in contact with the patient's physician, the physician reportedly suspected that infection was in the patient's knee prior to lead removal and removal of the leads "broke the capsule and allowed it to spread". It's unclear from the information available whether the physician was referring to a contained area of infection breaking or the patient's joint capsule breaking. If the latter, it is possible that the issue may have been caused or exacerbated by lead placement in an inadequate or undesirable location (e.g., within the joint space). Note that the clinician instructions for use advises the user to use imaging (e.g., ultrasound or fluoroscopic guidance) to guide placement of the microlead or stimulating probe. Design of the introducer system is such that the percutaneous probe and sleeve are easier to identify under ultrasound guidance than the introducer needle alone. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.